Manufacturer narrative:
(B)(4). Macroscopic inspection confirms static jaw pivot pin is missing and not returned for analysis. Optical inspection did not reveal cracking or breakage around the pivot pin hole. Optical inspection of the pivot pin hole and associated surfaces did not reveal witness marks or other indication regarding the mechanism of failure. Jaws are properly aligned both vertically and horizontally. We are unable to determine root cause from the available information. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pivoting pin is broken off of the instrument during the surgery. No patient complication was reported.